Event description:
A report was received that the patient was explanted due to infection. The location of the infection was at the lead and ipg sites. The patient was experiencing back pain and a fever. The patient was prescribed IV antibiotics. The physician believes the infection was device related.

Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility.